Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional health effect- clinical code 1154 and 2378. This is a follow up report to add this additional code. FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 2408 to 1863. This is a follow up report to correct this code.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.